Event description:
It was reported that the device had repositioned or dislocated. A surgical revision was scheduled for a revision of the pocket. This event was discovered during a physical exam at a study visit.

Manufacturer narrative:
(B)(4).